Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack in the tubing a clearlink continu-flo solution set with duo-vent spike which resulted in a fluid leak. During patient infusion, it was observed that the tubing was leaking from a crack. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d1 updated, d4 (model, catalog number, lot, expiration date, and UDI updated), h4, h6 (codes updated), and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.